Manufacturer narrative:
Additional FDA product codes include kra catheter, continuous flush. An initial report is being submitted for this fogarty catheter due to product return findings. Customer report of the balloon of this fogarty catheter did not inflate was confirmed. The balloon inflated but did not maintain its inflation due to air leakage from the catheter tip. Visual examination found a crack at inside of the catheter tip. The crack entered through the inflation lumen. The length of the crack could not be measured because it was inside of the tip. The edges of the cracks did not appear to match up. Air leakage was observed from the gate valve when the leak test was performed with thru-lumen. No other visible damages were observed from the catheter body, returned syringe, balloon and windings. The device history record review was not completed because a serial number was not provided. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported before use in a patient the balloon of this fogarty catheter did not inflate. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
A supplemental report is being submitted based on product evaluation completion. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information for catheter body - tip damaged, this is potentially associated to a manufacturing defect. However, a root cause could not be determined at this time. The report of the preventive maintenance for the rf tip forming machine was verified. The preventive maintenance is performed monthly, each three months, each six months and yearly. There were no special maintenances scheduled or performed on the period the sub-assembly was manufactured (04/12/2024) since all the observations passed successfully on the preventive maintenance tasks. The work orders were verified and 100% of the units were inspected for tip deficiencies as per procedure.